Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The procedure was a therapeutic endoscopic retrograde cholangiopancreatography (ercp). There was no surgical delay, and no other devices were involved in the event. The intended procedure was completed; however, the same device was not used to complete the procedure. There were no irregularities with the unused single-use distal cover before or after attaching the cover onto the duodenoscope. No anti-fog agent was applied to the scope lens. The tip cover was attached to the scope and then pulled or twisted to make sure the cover did not come off prior to use.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative stated the issue was an out of box failure. The olympus representative called to report the complaint. No troubleshooting was performed. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, at the end of a procedure, the new single-use distal cover fell off inside the larynx of the patient. The single-use distal cover was being used with the evis exera iii duodenovideoscope. The doctor was able to get the single-use distal cover into the stomach of the patient where the distal cover was safely retrieved and removed. The single-use distal cover was disposed of after it was retrieved. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The following three points are known from the information provided: ·there was no abnormality in the tip cover after attaching it to the scope. ·no anti-fogging agent was used. ·there were no abnormalities such as cracks in the recovered cover. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -after attaching to the scope, the cover is designed so that it will not come off from the scope unless the cover is damaged. Since the retrieved cover was not cracked, it is probable that the cover was removed due to friction with the body cavity when it was removed because it was not attached to the scope sufficiently. Complaint history review: the event was the first occurrence at the facility. At the same time, three cases, (B)(6), occurred. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The DHR review could not be performed as no lot number was reported and there was no device return to inspect for a lot number. If the lot number becomes available at a later date, the DHR shall be reviewed. No manufacturing problems have been reported so far. The root cause could not be conclusively specified. The cover is designed not to come off the scope unless the cover is damaged after being attached to the scope. Since the collected cover was not cracked, it was likely that the cover had come off due to friction with the inside of the body cavity at the time of removal because the cover was inadequately attached to the scope. The instructions for use (IFU) provides the following guidelines: 7.3 attaching the distal cover (p.11 to p.13) check whether there is any abnormality in the cover before attaching it to the scope, cracks after attaching it, etc. Please make sure that there are no abnormalities and that the scope is properly attached.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).